Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The customer¿s blood glucose level was 320 mg/dl at the time of the incident. The customer reported that he needs help with programming his replacement pump that he received because the previous one was not working. During call he received a no delivery alarm while he was priming the tubing. He was using the reservoir he had on the previous pump, that he was receiving the no delivery alarms and motor error. The customer went ahead and filled a new reservoir got a new set and he did not receive a no delivery alarm. The customer also had high blood glucose but he declined to troubleshoot for high blood glucose. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.